Event description:
It was reported that the needle did not retract back into the pod indicating that there was a needle mechanism failure. The patient did not provide any blood glucose levels. The patient reported bleeding and pain at the infusion site (arm.) As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The reported event stated that the needle did not retract. The needle mechanism was observed and no damages or defects were found. The returned device was in the deployed state. The formed needle was properly seated in the slide retract, and the slide retract was fully retracted in the mechanism rail. The tip of the formed needle was fully retracted back into the needle well. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No issues were observed with would cause the reported needle mechanism failure. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined.